Event description:
It was reported that the customer went to the emergency room and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 44 mg/dl. Caller stated that the customer had nausea and was shaking prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads, noted during visual inspection.